Event description:
It was reported that a patient experienced air in the line of an amia automated pd cycler set without an alarm. This occurred during dwell five of five of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting the patient stated the line with the red clamp (supply line) has air. The patient would complete therapy by manual exchange. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.